Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure when placing the device, the one step button was unintentionally pulled completely out of the stomach. The anterior gastric wall and the abdominal wall needed to be fixed and this was done with another manufacturer's device. The physician reported that the patient was bleeding heavier than normal and received a blood transfusion due to anemia that occurred from the bleeding. The procedure was completed with a new one step button initial placement gastrostomy kit. The patient was reported to be in stable condition.

Manufacturer narrative:
A visual examination of the device revealed the pull wire to be threaded through the percutaneous stoma measuring device (psmd) and attached to the wire loop of the delivery system. The psmd was without issue and the flowerettes opened properly. The pull wire was found to be kinked and the blue nylon coating was scraped at the wire loop / pullwire interface and also at the kink. A piece of black suture approximately 1 centimeter long was found stuck in the wire loop / pullwire interface. The c-flex tubing of the delivery system was not stretched or deformed. The sheath remained intact on the delivery system and red strip and suture were not returned. No issues were found with the delivery system and the button was not returned. It remains unknown how the piece of black suture became stuck in the wire loop / pullwire interface. Therefore, the most probable root cause is undeterminable. In addition, the pullwire presented scraped coating and kinking. Therefore, the most probable root cause for the observed damages is considered operational context. A review of the device history record of lot 13810531 was performed and revealed no issues related to this complaint.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure when placing the device, the one step button was unintentionally pulled completely out of the stomach. The anterior gastric wall and the abdominal wall needed to be fixed and this was done with another manufacturer's device. The physician reported that the patient was bleeding heavier than normal and received a blood transfusion due to anemia that occurred from the bleeding. The procedure was completed with a new one step button initial placement gastrostomy kit. The patient was reported to be in stable condition.